Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a charging board failure. There was no patient involvement.

Event description:
It was reported that the device had a charging board failure. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted power button and ac light on keypad unresponsive; front case w/keypad replaced. Software version as found 9.33.1; as left 9.33.1. Rear case cracked along dome, and top left and right corners; rear case replaced. Iuis had corrosion on pins; iuis replaced. Backup speaker failure causing error 133.6080; backup speaker replaced. Battery pack cracked along screws; battery pack replaced. A review of the device history record showed the device had a manufacture date of 29oct2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to an electrical failure of the keypad. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.